Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a5, a6.

Event description:
Healthcare professional reported a xen®45 gts "injector felt sluggish/like a resistance [halfway]; stent was nicely in place subconjunctivally but when [hcp] pulled back the injector, the injector pulled back the stent" during implantation in unknown eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "injector felt sluggish/like a resistance [halfway]; stent was nicely in place subconjunctivally but when [hcp] pulled back the injector, the injector pulled back the stent" during implantation in unknown eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a xen®45 gts "injector felt sluggish/like a resistance [halfway]; stent was nicely in place subconjunctivally but when [hcp] pulled back the injector, the injector pulled back the stent" during implantation in unknown eye. Surgery was completed with second xen®45 gts device. No eye injury noted.